Manufacturer narrative:
This product is not approved to be marketed in us. But a similar product ((B)(4)), 510k# k022778 is approved to be marketed in us. Patient codes (pseudoarthrosis, intervention required). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Procedure: transforaminal lumbar interbody fusion levels implanted: l4/5 it was reported that on an unknown date, post-op, the patient's spinal slippage aggravated due to a loosening l4 screw and also the cage backed out. Pseudoarthrosis(non union) was suspected. The patient did not achieve successful bone union. Revision surgery would be performed to replace the screw and the cage. Low back pain was recurred due to pseudoarthrosis. The patient re-hospitalized due to revision surgery. Revision surgery was scheduled on (B)(6) 2016. The patient underwent a fenestration for lscs at l4/5 in initial surgery. After the surgery, the patient underwent tlif surgery on unknown date. Postoperatively solid bone was not achieved. Two l4 screws (6.50 x 40) were found loose. L4 cage appeared to migrate posterior due to spondylolisthesis. Another revision surgery was scheduled. The products came in the contact with the patient. Patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.